Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station cubie was unrecognized and machine time out and the station was not open the cubie. A field service engineer (fse) cleared the obstruction, installed new cubies, recovered the drawer, and tested the unit to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user encountered an issue where the cubie would not open when attempted to retrieve medication. The system required to wait for a timeout before proceeding. The customer attempted to eject the cubie, but the option was grayed out. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.